Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The caller did not want to troubleshoot and disconnected the call, therefore no additional information was obtained.